Manufacturer narrative:
Continuation of d10: product ID hh90t01 lot# serial# (B)(6) implanted: explanted: product type mobile platform product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) , ubd: 28-dec-2020, UDI#: (B)(4). H3. Analysis of the communicator found that it failed due to a damaged micro usb interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that the port on both external devices were bent, and the patient was not able to charge them. The patient also stated some reports show the bolus only half delivered. An email was sent to the repair department for replacement devices. No patient injury reported.